Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was unknown. The date of the event was (B)(6) 2018. It was reported a motor stall occurred (B)(6) 2018. The motor stall was active; stopped pump period may exceed tube set. It was unknown if the patient recently had magnetic resonance imaging (MRI). It was confirmed there were no electromagnetic interference (emi) or magnetic sources present. The patient experienced a return of symptoms (B)(6) 2018. No further complications were reported.